Event description:
It was reported that during the removal the tip broke off of the final tightening driver and the draw rod.

Manufacturer narrative:
Method: device history review; visual inspection; functional inspection; complaint history review; risk assessment; labeling review; additional document review. Results: the reported reflex hybrid revision driver screw extractor was confirmed visually to have the distal tip fracture during surgery. The likely mode was too much torsional force applied causing fracture. Manufacturing files were reviewed and no issues were found for this lot number. The root cause of the instrument fracture is likely either a result of over tightening of the draw rod into the implanted screws and/or the age of the instrument (approximately 5 years old). Conclusion: the root cause of the instrument fracture is likely either a result of over tightening of the draw rod into the implanted screws and/or the age of the instrument (approximately 5 years old).

Event description:
It was reported that during the removal the tip broke off of the final tightening driver and the draw rod.